Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. However similar model is sold in the united states eg34-i10-us with 510k- k180292. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video colonoscope ec34-i10l. In the event reported, it was stated that there is potential endoscope contamination -these scopes are all being sent in for delayed reprocessing. These are all due to last weeks winter storm that devastated (B)(6). All these scopes have been sitting for 72+ hours without being properly high level disinfected. There was no adverse event reported with this complaint the device was retuned to pentax medical service center for further evaluation on service order (B)(4) where it was reprocessed and inspected. The inspection findings are as follows: air/ water socket o-ring chipped passed wet leak test passed dry leak test the device was cultured and repaired and returned to the user on delivery (B)(4). Parts replaced o-rings and seals o-rings and seals distal end assy with tubes adjusting collar bending rubber biopsy inlet t-piece pb-free angle wire assy suction channel lg jet supply tube lg air/water supply tube lg